Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 6940-52 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to oversensing. The lead was thought to be frac tured. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.